Manufacturer narrative:
This event occurred in fin. Unique identifier (UDI)#:(B)(4). Medwatch field e1 facility name - the full facility name was provided as "vsshp/tykslab vakka-suomen laboratorio, osasto 186."

Event description:
The customer stated that they received erroneous results for two patient samples tested for ise indirect na, k for gen.2 (sodium) and (potassium) on a cobas 4000 c (311) stand alone system - c311. The erroneous results were reported outside of the laboratory. The first sample initially resulted as 144 mmol/l for sodium and 4.33 mmol/l for potassium. The sample was repeated on the same analyzer, resulting as 125 mmol/l for sodium and 3.79 mmol/l for potassium. The sample was also repeated on an abl blood gas instrument, resulting as 125 mmol/l for sodium and 3.8 mmol/l for potassium. The results from the abl instrument were also reported outside of the laboratory. The second sample initially resulted as 144 mmol/l for sodium. The sample was repeated on the same analyzer, resulting as 129 mmol/l for sodium. The sample was also repeated on an abl blood gas instrument, resulting as 129 mmol/l for sodium. The result from the abl instrument was also reported outside of the laboratory. The patients were not adversely affected. The sodium and potassium electrode lot numbers and expiration dates were asked for, but not provided. It was stated that the c311 analyzer had a sample probe up/down error shortly after the patient sample results were generated. The sample probe was changed. The field service engineer noticed that the sample probe fluidics joint was leaking. He also noticed that the liquid level detection printed circuit board coupling was loose. He made repairs and changed a valve. Leaking was no longer detected after these service activities. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.